Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer wanted to send the arctic sun device in for 2000 hours preventative maintenance service as they felt the pump was faulty and needed a rebuild. Per follow up information received on 16dec2021, there was no patient involved and the arctic sun device was sent out for repair. The nurse stated that they were able to get flow from another device. Per sample evaluation from the investigator via email on 22jun2022, performed a visual inspection and determined that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively.

Manufacturer narrative:
The reported issue was confirmed. Root cause was concluded as: o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided a device history record review was not required. Labeling review was not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the customer wanted to send the arctic sun device in for 2000 hours preventative maintenance service as they felt the pump was faulty and needed a rebuild. Per follow up information received on 16dec2021, there was no patient involved and the arctic sun device was sent out for repair. The nurse stated that they were able to get flow from another device. Per sample evaluation from the investigator via email on 22jun2022, performed a visual inspection and determined that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively.